Event description:
Anesthesiologist programmed pump for an infusion of lidocaine. The drug library on the pump was a previous version where the dose is programmed in mg/kg/min whereas the current drug library has the dose in mg/kg/hr. Doctor did not notice the dose units were incorrect and programmed an infusion that was 60x faster than intended. It was noticed that the plunger was moving faster than expected and the infusion was stopped after about 3 minutes. No patient injury was noted, but this could be potentially toxic. The only way to know the version of drug library is correct is to watch the screen during startup. Once the pump finishes starting, it is hard to know which version is loaded. Further investigation showed there was a percentage of pumps that had lost their wireless connectivity and therefore could not update their drug library. It appears that the wireless connection script was corrupted or deleted on these pumps and proper function was restored after the wireless script was reloaded on the pump. It is unknown why the script would be deleted or corrupted. Manufacturer response for infusion pump, medfusion (per site reporter): manufacturer provided instructions for reloading the wireless script and resolving the problem. It is unknown why the script was lost in the first place.